Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / malposition\unilateral occlusion (left tube occluded)') and uterine perforation ('perforation (uterus)\malposition of essure device location of device: myometrial cavity into endometrial cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left occlusion only". The patient's medical history included perineal pain, skin lesion, abdominal pain, heartburn, vaginal irritation and acute vaginitis. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea") and migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of coil(s) - hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea and migraine outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, perforation: fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: left occlusion only, malposition. Left tube occluded. Right tube not in a satisfactory position. Ultrasound pelvis - on (B)(6) 2017: the uterus is anteverted and enlarged without fibroids. There is ii linear echogenic structure protruding anteriorly and right of midline extending through the wall of the corpus of the uterus most likely representing the essure device. The left essure device is not identifiable. There is no free fluid. The ovaries arc normal the endometrium measures 4 mm last menstrual period (B)(6) 2017 both tubes appear to be slightly dilated. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / malposition\unilateral occlusion (left tube occluded) and uterine perforation ('perforation (uterus)\malposition of essure device location of device: myometrial cavity into endometrial cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left occlusion only". The patient's medical history included perineal pain, skin lesion, abdominal pain, heartburn, vaginal irritation and acute vaginitis. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea") and migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of coil(s) - hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea and migraine outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, perforation: fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: left occlusion only, malposition. Left tube occluded. Right tube not in a satisfactory position. Ultrasound pelvis - on (B)(6) 2017: the uterus is anteverted and enlarged without fibroids. There is ii linear echogenic structure protruding anteriorly and right of midline extending through the wall of the corpus of the uterus most likely representing the essure device. The left essure device is not identifiable. There is no free fluid. The ovaries arc normal the endometrium measures 4 mm last menstrual period (B)(6) 2017 both tubes appear to be slightly dilated. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs and mr received : events added-malposition of essure device location of device: myometrial cavity into endometrial cavity, migraines / headache, dysmenorrhea, perforation (uterus). Aka name added, reporter added, patient demographic added, events onset date, events severity, concomitant drug, medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / malposition') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left occlusion only". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (tubal ligation, plaintiff received treatment for perforation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, perforation: fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: left occlusion only, malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- perforation: fallopian tubes, pelvic pain, abdominal pain, device deployment issue. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.